Event description:
During a renal cryoablation procedure, while the patient was under conscious sedation, two icerod cx 90 degree needles were tested with no issues noted. During the first freeze the patient experienced hiccups. Spasms were noticed at the needle placement area. The same situation occurred during the 2nd freeze. The doctor decided to stop the procedure but was satisfied with the ice coverage. The needles will be returned to galil for investigation.

Manufacturer narrative:
The needles were returned for investigation. Manufacturing records were reviewed for the each of the needle lots and it was noted that both lots contained needles that experienced hi-pot testing failures during production. Electrical testing was conducted on both of the returned needles. One needle (b7953-015) passed all investigative testing and no failure was found. The other needle (b7990-035) failed hi-pot testing. The needle was disassembled and inspected; damage to the heater wire was noted and determined to be due to an assembly error. A tool has been added to the production process to assist assemblers with this part of the needle production process. This needle was manufactured prior to implementation of this tool.

Event description:
During a renal cryoablation procedure, while the patient was under conscious sedation, two icerod cx 90 degree needles were tested with no issues noted. During the first freeze the patient experienced hiccups. Spasms were noticed at the needle placement area. The same situation occurred during the 2nd freeze. The doctor decided to stop the procedure but was satisfied with the ice coverage. The needles will be returned to galil for investigation.